Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, moderately tortuous, de novo mid right coronary artery (rca) after predilatation the 3.0 x 18 mm xience prime stent was deployed and a dissection was noted. A second stent was used as treatment without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.